Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was an acute myocardial infarction. The patient was in the hospital at the time of death, but the reason for the hospitalization was unknown. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A device history record review and service history review will be performed. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event. A review of the device event log was unable to identify a failure or malfunction that could have cause or contributed to the reported event. Similarly, a review of the device history and service history revealed no issues that could have caused or contributed to the patient passing away. Internal visual inspection revealed no problems. There was no evidence of fluid or moisture found within the device. External visual inspections revealed that the door cover and the cover assembly are both cracked. During evaluation, the device passed electrical and functional testing and was determined to meet performance specifications. Upon conclusion of the investigation, the cause of the reported event could not be attributed to the device. Should additional relevant information become available, a follow-up report will be submitted.